Event description:
It was reported the programmer radio-frequency (rf) head had no telemetry. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that moving the cable would cause a loss in telemetry. The cable was out of electrical specification.